Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the system wouldn't initialize at boot up. The system is not initialing thus unable to power up. There is no report of patient injury or death.